Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for inspection, but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 7342858, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the catheter was partially pulled up on the needle. The needle tip appeared to be approximately 1/3 of the way down the catheter tip. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for investigation a definitive root cause could not be determined from the photo. The manufacturing facility has been notified of this incident and the findings.

Event description:
It has been reported that one 20g x 1.16in (1.1 x 30 mm) insyte autoguard has experienced problems with the sheath bonded to the needle during use. The following has been provided by the initial reporter: cannot pull catheter needle. Cannot pull needle from cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 20g x 1.16in (1.1 x 30 mm) insyte autoguard has experienced problems with the sheath bonded to the needle during use. The following has been provided by the initial reporter: cannot pull catheter needle. Cannot pull needle from cannula.